Event description:
It was observed during the device inspection, that the generator exhibited error e-486 due to a defective mainboard and error e-006. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the error message e486 can be traced back to a defective printed circuit board/motherboard. This investigation result is evaluated to be plausible. According to the investigation report, the error messages e002 and e006 are caused by a defective motherboard/high voltage power supply (hvps) board. However for this case, olympus determined that the motherboard or hvps board are not the fault-causing components for the error messages e002 and e006. These investigation results are therefore evaluated to be not plausible. It is very likely that a user error was present. Olympus will continue to monitor the field performance for this device.